Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of the incident and treated with the insulin pump. Customer ran out of the 3.0 reservoir, but have some of the 1.8 and customer cannot get it to prime all the way, and it did give a no delivery alarm. Customer declined troubleshoot for high blood glucose. Customer got the wrong size reservoir she should have the 3.0 u reservoirs. Customer change the fill cannula from a 5.0 to a 0.3. Customer was not connected all night so she has no got any insulin all night so that is why her blood glucose are high the insulin pump will not be returned for analysis.